Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system triggered a red call doctor icon due to a high out-of-range shock impedance measurement greater than 125 ohms on the right ventricular (rv) defibrillation lead. The patient was referred to the clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.